Event description:
During a whipple procedure, the staples did not close at all with the first device and the staples did not close completely with a second device. Pulled competitor device to complete the procedure. No patient consequence.